Manufacturer narrative:
Based on the information provide by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The patient reported the following: patient called because they contacted their provider dr. (B)(6) reporting they have had hives since starting treatment (started wearing trays on thursday, hives showed up on saturday). Dr. (B)(6) told the pt they would contact us to ask about this situation. They took out the trays on sunday, and the hives has since started to go away, and nothing new has occurred.